Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. It could not be excluded that it is linked to "surgeon theorizes it was because he hammered the screw in" resulting in a damaged screw thread. However, with details made available, neither a technical nor a medical statement could be made. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "distal locking screw backed out from patient gamma3 nail. Original case was on (B)(6) 2025, revision was on (B)(6) 2025. Surgeon theorizes it was because he hammered the screw in. Revision surgery. Had to undergo second surgery to revise screw."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "distal locking screw backed out from patient gamma3 nail. Original case was on (B)(6) 2025, revision was on (B)(6) 2025. Surgeon theorizes it was because he hammered the screw in. Revision surgery. Had to undergo second surgery to revise screw."